Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead warning due to high impedance counts and impedance variation. The rv lead remains in use and will be closely monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568-45 lead implanted (B)(6) 1999. (B)(4).